Manufacturer narrative:
Correction: d, e, f, g, h. Investigation is still in progress. Once the investigation is complete a supplemental report will be filed. UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hypothermia patient in rewarm phase for about 9 hours. The arctic sun device was working well but was unplugged and nurse noted there have been issues with patient temperature (pt) dropping since device was unplugged on the last shift. Water temperature (wt) was not getting warm. Patient temperature (pt) was 35.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26c, water flow rate (wfr) was 2.8 l/m, 4 pads connected. Nurse could not confirm if last shift added water after device was unplugged. System diagnostics outlet monitor temperature (t1) was 26c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 12.2c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was 100 percentage, water reservoir level (wrl) was 5, system hours were 3560.1, pump hours were 1157.3. Walked through stop therapy and empty pads. When fluid delivery line (fdl) removed 8 ounces of water came out of back port. Walked through draining 16 ounces from right drain port. Restarted therapy and advised will call back in 45 minutes to check on status of potential overfill. 45 minutes later therapy progressing and water temperature (wt) was 40.1c. Encouraged them to call back with any additional questions or concerns, sn #(B)(6).

Manufacturer narrative:
The investigation is still in progress. Once the investigation is complete a supplemental report will be filed. The reported product number is unknown. The UDI number for this product is not available. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant/reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.

Event description:
It was reported that hypothermia patient in rewarm phase for about 9 hours. The arctic sun device was working well but was unplugged and nurse noted there have been issues with patient temperature (pt) dropping since device was unplugged on the last shift. Water temperature (wt) was not getting warm. Patient temperature (pt) was 35.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26c, water flow rate (wfr) was 2.8 l/m, 4 pads connected. Nurse could not confirm if last shift added water after device was unplugged. System diagnostics outlet monitor temperature (t1) was 26c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 12.2c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was100 percentage, water reservoir level (wrl) was 5, system hours were 3560.1, pump hours were 1157.3. Walked through stop therapy and empty pads. When fluid delivery line (fdl) removed 8 ounces of water came out of back port. Walked through draining 16 ounces from right drain port. Restarted therapy and advised will call back in 45 minutes to check on status of potential overfill. 45 minutes later therapy progressing and water temperature (wt) was 40.1c. Encouraged them to call back with any additional questions or concerns, sn #(B)(6).

Event description:
It was reported that hypothermia patient in rewarm phase for about 9 hours. The arctic sun device was working well but was unplugged and nurse noted there have been issues with patient temperature (pt) dropping since device was unplugged on the last shift. Water temperature (wt) was not getting warm. Patient temperature (pt) was 35.7c, targeted temperature (tt) was 37c, water temperature (wt) was 26c, water flow rate (wfr) was 2.8 l/m, 4 pads connected. Nurse could not confirm if last shift added water after device was unplugged. System diagnostics outlet monitor temperature (t1) was 26c, outlet control temperature (t2) was 26.4c, inlet temperature (t3) was 25.7c, chiller temperature (t4) was 12.2c, water flow rate (wfr) was 2.8 l/m, inlet pressure (ip) was -7psi, circulation pump command (cpc) was 46 percentage, mixing pump command (mpc) was 0, heater command (hc) was100 percentage, water reservoir level (wrl) was 5, system hours were 3560.1, pump hours were 1157.3. Walked through stop therapy and empty pads. When fluid delivery line (fdl) removed 8 ounces of water came out of back port. Walked through draining 16 ounces from right drain port. Restarted therapy and advised will call back in 45 minutes to check on status of potential overfill. 45 minutes later therapy progressing and water temperature (wt) was 40.1c. Encouraged them to call back with any additional questions or concerns, sn #(B)(6).

Manufacturer narrative:
This event was a confirmed overfill, not attributed device malfunction. Submitting the investigation details as additional information. The reported issue was confirmed. The root cause of the reported issue was overfill. The instructions-for-use under baw2800300 rev. 2 are found to be adequate. The IFU currently instructs the user on the proper method to use this device to avoid undue injury to the patient and damage to the product "1) from the patient therapy selection screen, select the button next to either normothermia or hypothermia under the new patient heading. Select any pad type to continue. 2) from the hypothermia or normothermia therapy screen, press the fill reservoir button. 3) the fill reservoir screen will appear. Follow the directions on the screen. 4) the filling process will automatically stop when the reservoir is full. Continue to replace the bottles of sterile water until the filling process stops. 5) when the fill reservoir process is complete, the screen will close. 6) to stop the process early, press the stop button. Note: if the filling cycle is stopped prior to completion, the reservoir will not be full and may requiring filling after fewer patient therapies have been performed. 7) press the cancel button to close the screen." The complaint or reported issue was confirmed through other elements of the investigation not to be manufacturing related correction: d, f, h UDI format updated with available product information per gudid. H11: section a through f - the information provided by bd represents all the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.